Event description:
Dr was performing an lavh. When he was stapling with the stapler, the whole refill fell out and the pieces on the end of the staple also fell out. The stapler did staple. (It was the third refill). The pieces were removed with no apparent damage done.